Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jul-2018 with the following findings: during investigation, the battery compartment and cap were undamaged and able to fit. The battery cap contact measurements were within specifications. The reported intermittent power complaint was unable to be duplicated. The pump cover was removed to find further moisture corrosion to the power printed circuit board and to the continuous glucose monitoring module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.